Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. According to the device instructions for use (IFU): do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. A risk review was completed and confirmed that the event of forward firing was defined in the risk documentation. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began to forward firing. A second fiber was used, but the same problem happened. The procedure was completed with a third fiber without patient complications.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber began to forward firing. A second fiber was used, but the same problem happened. The procedure was completed with a third fiber without patient complications.